Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the item override was not working. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Upon investigation of this incident, it was determined that item override was not working. A technical support specialist remoted into the station and found that the zones were not enabled. After enabling the zones, the issue was resolved, and users were able to add items successfully. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.